Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly and keypad anomaly. Customer stated bottom arrow button did not always register the action when pressed. Customer stated they had to press multiple time to get worked. Customer stated they had unexplained insulin flow blocked alarm. Customer stated they scratches on the screen hence made it difficult to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.